Event description:
It was reported that during a procedure, a piece of the saw blade broke off and fell into the patient. The pieces were retrieved and no patient harm was reported. A surgical delay of no greater than 30 minutes was reported. A s+n backup device was available to complete the procedure.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states smith and nephew is the distributer of this device. The legal manufacturer, gebr. Brasseler gmbh & co. Kg, will review the event and determine reportability, therefore, it was determined that this case does not meet the threshold for reporting by smith and nephew and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.